Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, a portion of the distal tip of a vapr hook electrodes broke off into the patient's joint space; the fragment was removed from the patient's body and the repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated visually; both with the naked eye and under power; it is noted that most of the hook portion of the distal tip is missing, and the surrounding ceramic material has significant scuff marks on its surface. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; however, historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Outside of the above hypothesis, no other root cause for the device failure can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.